Event description:
It was reported that after testing on the bd cor px instrument, a software error occurred with the over-labeling function in the workflow. While this issue was being investigated by bd, it was found that this software issue may have led to false negative results due to an error with the identification software function in the instrument. No patient impact or adverse event was reported by the customer.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. E4. Bd also notified the FDA on 23 june 2025. Recall number z-2162-2025. Manufacturer narrative: it was reported by the customer that p39024 post puncture stability exceeded, aborted (inc) sample on bd cor (443988/crp0088). This issue has been investigated under a system change request. The r&d team investigated the issue for any samples that might have been impacted. Communication was provided with the potentially impacted samples and follow-up communication occurred to resolve any remaining repeat testing and anomalies. A CAPA was opened documenting the root cause to be a software issue that mis-identified converted sample tube history causing the workflow to assume that a newly converted sample had already been pre-warmed. This is a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of may 2025. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur.